Event description:
It was reported that the patient experienced bleeding after the unspecified bd introsyte¿ introducer was used on them, resulting in unspecified medical intervention. No further information was provided. This is 30 of 30 reports for bleeding/medical intervention. The following information was provided by the initial reporter: "bleeding requiring medical intervention related to insertion of the introducer - 30."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used as a default. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.